Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s current blood glucose was 26 mmol/l. Customer¿s current blood glucose was 11 mmol/l. Customer¿s blood glucose was treated with manual syringes. The customer did not experienced the symptoms such as high blood glucose. Troubleshooting was done for high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose. Customer carried on with high pressure test. Customer stated insulin pump alarmed with no delivery at 3.5u. Customer stated they performed self test and it passed. The insulin pump will not be returned for analysis.